Event description:
It was reported that the customer had issues with the blue reload during a sleeve gastrectomy when the customer had a stapler fire but the staples did not form. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up to confirm that the first green reload worked with no issue on the stapler. The customer then proceeded to use a blue reload but received a "tissue too thick" error message. The customer then used another green reload with no issue. The fourth reload was the blue reload that led to issues. During the fourth reload firing, the customer encountered a firing sequence: the stapler would compress/flatten the tissue then attempt to fire the staples. However, the staples did not form as expected. The stapling issue occurred on the tissue of the specimen being removed from the patient. This issue occurred on the backside of the specimen being removed from the stomach. The specimen was only partially cut into the first layer of tissue. The malformed staples formed a cluster rather than a linear staple line. No medical intervention was needed. There was minimal bleeding at the staple line that was within surgical expectations for this procedure. The customer received another message regarding blade exposed and manual stapler removal. The customer was able to use the knob to release the jaws of the stapler instrument before removal. Another stapler was used to complete the procedure. The patient had no post-op complications after this procedure. The customer indicated that the blue reload is still inside the jaws of the stapler and will be returned with the stapler.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 blue reload involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the stapler firing issue with this reload per the customer. The reload was found to have the knife exposed with the knife track. The reload was found to have a firing failure with loose staples lodged within the shuttle track. The known common cause of this failure is mishandling/misuse. Additional observation not reported was the knife of the reload was found with an indentation to the blade edge. The known common cause of this failure is mishandling/misuse. Isi received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed that the stapler had firing issues based on the system logs. The stapler passed initialization and firing with no issue. There was no I-beam damage. Based on the information provided at this time, this complaint is being classified as a non-reportable event. Refer to decision tree reportability rationale. The images sent by the patient were reviewed. Loose, malformed staples were confirmed. Additionally, it appears that this complication caused a deviation in the planned staple line path, as additional tissue was stapled off and the line was continued along a different path. The tissue that was pushed during this event was excised.